Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 375cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with left breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2024.

Manufacturer narrative:
On may 20, 2024, the mentor failure analysis lab received the device for evaluation. On may 24, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth uhp 375cc breast implant was found to be ruptured and received in four (4) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On april 11, 2024, mentor received additional information indicating that the patient's implant was replacement with a 375cc mentor memorygel breast implant (catalog: 3505375bc lot: 9941226 sn: (B)(6). The patient's left breast's anterior portion had mild firmness, so a left breast partial capsulectomy was performed.